Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided a3: gender: unknown / not provided a4: patient weight: unknown / not provided b3: date of event: unknown / not provided e1: phone number: unknown / not provided.

Event description:
It was reported that the screw loosened in the patient mouth a few weeks after placement. Screw was retightened and requested to replace with titanium. Cs tech advised for patient to wear nightguard.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation and a functional test was performed, screw shows some signs of wear/use. No damage to the threads was identified. Functionally tested with an in-house biomet implant and engages and disengages with no issue. Unable to confirm loosening with all the available information. DHR review was completed for the subject lot number 1288660. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288660 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : loosening¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d9: device availability , g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.